Event description:
The low battery audible alarm activated 10 hours after battery exchange. The rn saw 2 of 5 power bars. The battery was replaced. The patient's cardiac rhythm was not lost. Routinely, this facility exchanges the batteries every 12 hours.